Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found with a downstream occlusion set, which constitutes a possible false occlusion alarm; this is report 15 of 35 of this condition. There was no patient involvement, injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed through the event history. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been returned unrepaired due to the refusal of the service estimate by the customer. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.